Manufacturer narrative:
The unit was triaged and the customer complaint that the unit shuts off was not verified. Initial visual inspection found no anomaly. The unit was powered on by battery alone. Then, the unit was connected to an ac cable and powered on. In both cases the device passed testing and the screen was legible. The unit was put through the recertification test, which the unit passed successfully. The unit was charged for 7 hours and then ran for 20 hours at feed rate of 400ml per hour. The unit was then disassembled to check for anomalies but nothing was found. During the testing and investigation the unit never shut off. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use the device was shutting off and cleared information when unplugged. There was no patient involvement.